Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor kept recalibrating, the screen turned white, and plus signs appeared that you had to touch. The device was not changed out, and the procedure continued without delay. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt during this event.